Event description:
It was reported that the patient's pacemaker was programmed to doo 60 beats/minute for magnetic resonance imaging (MRI). With these settings the patient felt syncopal and dizzy and was also sweating. The device was taken out of MRI protection mode and the patient was subsequently observed to be in atrial fibrillation with rapid ventricular response (rvr) at 130-140 beats/minute. The patient's settings prior to MRI were ddd 60 beats/minute. Normal device function was confirmed, and lead measurements were normal. No additional adverse patient effects were reported.

Event description:
It was reported that the patient's pacemaker was programmed to doo 60 beats/minute for magnetic resonance imaging (MRI). With these settings the patient felt syncopal and dizzy and was also sweating. The device was taken out of MRI protection mode and the patient was subsequently observed to be in atrial fibrillation (af) with rapid ventricular response (rvr) at 130-140 beats/minute. The patient's settings prior to MRI were ddd 60 beats/minute. Normal device function was confirmed, and lead measurements were normal. No additional adverse patient effects were reported. Additional information received indicated that the patient did not require any intervention for the af and was able to subsequently undergo a successful MRI.